Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-15051. It was reported that the patient presented for an initial implant procedure. During the procedure, the right ventricular lead was noted to be fractured after being placed in the body and was replaced. In addition, the left ventricular lead had difficulties with guidewire insertion during the procedure and was also replaced. No adverse patient consequences were reported.